Event description:
Unit is going into a reset condition with alarms. Unable to duplicate condition when tested afterward. Respiratory therapist did not see condition occur happened in home and parents witnessed condition.